Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that her insulin pump had a frozen display and the buttons were not responding. The customer stated that prior to the event, the customer had rec'd a low reservoir alarm and found the buttons did not respond when attempting to clear the alarm. The customer also stated that she had removed the battery for an hour and inserted a new battery but still did not have any response from the buttons. Nothing further was reported.